Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would freeze. The programmer passed incoming testing. It was indicated that the keyboard slide rail covers and plastic handle covers were cracked. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was powered on but not in use, the screen would freeze. After rebooting, the programmer would operate normally, but after ending the session and leaving the programmer, the screen would freeze again. The programmer would have to have power cycled to unfreeze the screen. The programmer was returned for service. There was no patient involvement.